Event description:
It was reported that the tip of the preloaded johnson and johnson (jnj) intraocular lens (iol) was cracked. The issue occurred during advancement of the lens through the tip of the injector. The customer confirmed that the side and tip of the cartridge cracked when the plunger went through. The cartridge had contact with the left eye which is the operative eye. A backup iol of the same model was used to complete the procedure. There was no medical intervention required and no complications such as a capsule tear, vitrectomy, incision enlargement or sutures. The patient is doing well. No further information is available.

Manufacturer narrative:
Section a2 age or date of birth: unknown/not provided. Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.